Event description:
A customer reported to beckman coulter, inc. (Bec) that the wash buffer reservoir on the access 2 immunoassay analyzer cracked. The volume of the wash buffer leak, if any, was not supplied. Due to the volume of liquid which can leak from the instrument (2 to 4 liters) there is potential for it to reach the floor and have the customer/user come in contact with it. Therefore, the leak should be considered a potential slip hazard. However, no harm or injury was reported by the user. The operator did not seek medical attention. Msds was reviewed and there is an exposure control or risk management plan in place at the facility.

Manufacturer narrative:
Crack on the wash buffer reservoir was confirmed by photographic examination. Service detail has not been supplied, but the reservoir has been replaced and the customer is operational. (B)(4).